Event description:
It was reported that this right atrial (ra) lead had no pacing being captured due to dislodgement from the patient having twiddlers syndrome. A fluoroscopy was performed and it was discovered that the leads were entangled in the pocket with the system device due to the patient twiddling with the device. The device and leads were explanted, and no new system has been implanted. This patient will continue to be monitored. No additional adverse patient effects were reported. This ra lead is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.